Event description:
Pt's meter would not power on. It is not known how long the power issue had been occurring. They repored that one day they were experiencing symptoms of shaking and sweating. They could not get the meter to turn on and they eventually blacked out. Spouse called 911, when the paramedics arrived they tested their blood sugar and the result was 83m/dl. Unknown if they received any treatment from the paramedics or at home. The issue with the meter was unresolved. No further info has been reported.